Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during pre-testing. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device was leaking oil. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the planned surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The reporter¿s complete address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing and swivel were loose, the device was leaking oil, had low rotations per minute (rpms), the hose was damaged and the hose was not secure at the pressure relief valve crimps. Therefore, the reported condition was confirmed. It was determined that the housing and swivel were loose due to loctite deterioration. It was determined that the device had low rpms and an oil leak due to a loose hose which caused less air pressure to sustain the rpms. It was determined that the crimps were not secure from excessive force on the hose pulling the hose loose. It was further observed that the device showed signs of damaged caused by the sterilization process/ immersion during cleaning, which was a failure to follow directions for use. The assignable root cause was determined to be due to component damage from misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.